Event description:
A customer reported that their pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer has had issues with the same pump previously, and technical support decided to send a replacement pump. The customer will use multiple daily injections as a backup therapy in the meantime. They received instructions on how to put the pump into storage mode and how to return it to tandem. Additionally, training will be available for the updated software on the replacement pump.